Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The single discrete target lesion was located in the mildly tortuous mid left anterior descending (lad) artery involving a large diagonal branch. After two non-bsc guidewire were used across the distal lad and one across the diagonal, pre-dilatation was performed. A 3.50x28mm promus element plus stent was the deployed at 11 atmospheres. The jailed non bsc guide wire was then pulled out which had resulted in stretching and distortion of the stent. Attempts were made to remove the wire but has been unsuccessful. Small semi complaint balloon catheters were taken across the diagonal wire in an attempt to dilate the stent struts. Ultimately, the jailed wire was removed over a 1.00mm non bsc balloon catheter. The stent was dilated with a semi complaint balloon and a 3.5 x 38 promus element plus stent was then used across the old 3.50x28mm promus element plus stent. Post dilatation was done and timi 3 flow was achieved and the procedure was completed. No patient complications were reported and the patient's status was stable.